Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. On (B)(6) 2024 at 5:00 pm, the patent¿s cgm reading was 46 mg/dl and the bg was not checked. The patient did not experience any symptoms prior to and/or at the time of the event. The patient did not take any treatment and went to the emergency room, arriving at 06:15 pm. The bg was taken by the nurse, and it was 400 mg/dl and the cgm at that time was not documented. The blood testing showed hyperkalemia and the patient had an electrocardiogram. The patient was given basal and bolus insulin and a bag of intravenous drip. After treatment, repeat blood testing showed everything was normal. The patient was discharged at 01:15 am and the patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information available.